Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous vessel of the forearm. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilation. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning at the proximal edge of the proximal markerband and extending distally over the balloon material for 30mm. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous vessel of the forearm. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilation. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.